Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue was investigated but cannot be confirmed at this time. No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The root cause was inconclusive.

Event description:
The sensor transmitted a dampened waveform reading. An echocardiogram was performed on (B)(6) 2023 which confirmed the patient's ejection fraction has remained unchanged. A right heart catheterization was performed on (B)(6) 2023 and found no clot or thrombus near the sensor. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.